Event description:
It was reported that the nc trek 2.5x12 was advanced through radial access. During advancement, resistance was met, but the balloon was placed in the distal right coronary artery target lesion and inflation was attempted. The balloon ruptured at 5 to 6 atmospheres with the first inflation. The balloon was replaced with an nc trek 3.0 and a non-abbott stent was implanted without further incident. The physician commented that there was no problem found at air aspiration of the 2.5x12 nc trek prior to the use and the lesion was heavily calcified, which may have influenced the rupture of the balloon. Balloon rupture was confirmed when it was attempted to inflate the balloon outside of the patient body. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The reported resistance and balloon rupture appear to be related to the case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.